Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was unable to convert ventricular fibrillation (vf) with the first shock, as the s-ICD began charging again but the rhythm self-terminated. Shock impedance measurements were noted to fluctuate. During defibrillation threshold (dft) testing, undersensing occurred and the rhythm broke on its own after 16 seconds without external shock. Subsequent testing showed mixed results, with impedance rising from at implant. Despite x-ray confirmation of implant position, failed shocks persisted. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of difficulty converting rhythm (ambulatory) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was unable to convert ventricular fibrillation (vf) with the first shock, as the s-ICD began charging again but the rhythm self-terminated. Shock impedance measurements were noted to fluctuate. During defibrillation threshold (dft) testing, undersensing occurred and the rhythm broke on its own after 16 seconds without external shock. Subsequent testing showed mixed results, with impedance rising from at implant. Despite x-ray confirmation of implant position, failed shocks persisted. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
With the available information, boston scientific concluded the clinical observation of difficulty converting rhythm is a known inherent risk of the product and is noted within the instructions for use (IFU), as well as the product's risk documentation. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. This device has not been returned for analysis. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of difficulty converting rhythm is a known inherent risk of the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. This difficulty converting rhythm has been observed with this product previously and is a known inherent risk associated with its use and is documented in the labeling of this product.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was unable to convert ventricular fibrillation (vf) with the first shock, as the s-ICD began charging again but the rhythm self-terminated. Shock impedance measurements were noted to fluctuate. During defibrillation threshold (dft) testing, undersensing occurred and the rhythm broke on its own after 16 seconds without external shock. Subsequent testing showed mixed results, with impedance rising from at implant. Despite x-ray confirmation of implant position, failed shocks persisted. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.